Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump was explanted because the pump had "malfunctioned and did not perform its intended functions." The medication being delivered via the device system was not reported.